Manufacturer narrative:
H10: the initial report for this record was submitted in error. This record has been identified as a duplicate record of 1218950-2020-03105. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that during testing, when testing the hr above 300 bpm in adult mode and 350 in neo mode, no hr alarm triggered out and requested support. The complaint device was not in clinical use at the time that the issue was discovered.